Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient stops breathing at least 100 times per night, acute kidney injury. The device serviced by a service center. During the evaluation it was found that evidence of sound abatement foam degradation/breakdown was not observed. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient stops breathing at least 100 times per night, acute kidney injury. During the investigation manufacturer observed a whitish dust-like contaminate at the corner of the device, top cover/bottom enclosure. Dried liquid spots were observed on the blower housing, in the iso port, on the bottom of and in the blower motor. Dust-like contamination was observed on the ui panel, right and left side panel, in the air inlet, on the interior side of the top cover, on the pca, on the blower cap, on and in the blower motor, on the sound abatement foam, and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer observed potential dried liquid spots at the rear of the bottom enclosure. Interior side of the flip lid assembly, in the bottom enclosure and in the dry box, observed heavy traces of potential mineral deposits on the flip lid seal, dry box seal, in the base of the bottom enclosure, on the heater plate and in the lower base. Several hair-like particles were observed in the lower base. Dust-like contamination was observed on and under the flip lid assembly, in the crevices between the top and bottom assemblies, on the left side panel, throughout the interior of the bottom enclosure, on the dry box and throughout the lower base. The manufacturer can confirm the device was not working properly but is unable to directly address the symptoms outlined in the complaint. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 13 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box d: date returned to mfg has been updated. In box e: reporting address line 1, reporting address line 2, reporting address city, reporting address state, and reporting address postal has been updated. In box h6: (device) problem code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.